Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 restart key inactive.. Technical support - keypad: unit is covered under keypad recall. Customer would like part to replace themselves. After providing part number I transferred to com for further assistance. Ended call. The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the restart key was not working on the device keypad. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the restart key was not working on the device keypad. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 restart key inactive.. Technical support - keypad: 1. Unit is covered under keypad recall. 2. Customer would like part to replace themselves. 3. After providing part number I transferred to com for further assistance. 4. Ended call. The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.